Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 288, 188, 138, 232 and 135 mg/dl. The customer¿s expected am fasting blood glucose test result range is 99-124 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced e-0 error using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2026 and test strips were opened a month a half ago. The meter memory was reviewed for previous test result history: result 1: 288 mg/dl date: (B)(6) time: 09:08 am fasting. Result 2: 188 mg/dl date: (B)(6) time: 09:12 am fasting. Result 3: 138 mg/dl date: (B)(6) time: 08:36 am fasting. Result 4: 232 mg/dl date: (B)(6) time: 09:36 am fasting. Result 5: 135 mg/dl date: (B)(6) time: 08:15 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter most likely underlying root cause: (B)(6): improper test method. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.